Event description:
It was reported that during the implant procedure, the patient went into cardiac tamponade while placing the right ventricular (rv) lead. The physician suspected the onset of the tamponade was related to patient anatomy; the patient had heart inversion and a thin myocardium, and the physician abandoned the implant of the rv lead, utilizing only the right atrial lead and programming the pacemaker to aair pacing mode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.